Manufacturer narrative:
The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in serum and urine specimens shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine specimen collected 48 hours later. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported a false positive result when testing a serum sample with a medline hcg combo cassette. The patient presented to the emergency department complaining of weakness. The hcg test was performed as a routine screening prior to an unspecified radiological procedure. Quantitative hcg testing was performed on the vitros with a result of less than 2.39. No adverse outcomes were reported.